Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and the patient experienced pulmonary vein stenosis. After ablation procedure for atrial fibrillation in (B)(6) 2023, the patient relapsed with atrial tachycardia and the second ablation procedure was performed. After the second procedure, atrial tachycardia recurred although there was no trouble at the time of the procedure. Since this was the second procedure, a CT scan was performed and pulmonary vein stenosis (asymptomatic) was confirmed. No additional intervention was provided. The outcome is unchanged as the patient was asymptomatic. The patient did not require extended hospitalization. Although the event could be attributed to the first pvi procedure, the physician said that there was nothing abnormal about the pvi line creation, power, contact, or ai values. No abnormalities were observed prior to or during use of the product.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and the patient experienced pulmonary vein stenosis. After ablation procedure for atrial fibrillation in (B)(6) 2023, the patient relapsed with atrial tachycardia and the second ablation procedure was performed. After the second procedure, atrial tachycardia recurred although there was no trouble at the time of the procedure. Since this was the second procedure, a CT scan was performed and pulmonary vein stenosis (asymptomatic) was confirmed. No additional intervention was provided. The outcome is unchanged as the patient was asymptomatic. The patient did not require extended hospitalization. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: since the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).